Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-03262 for the other associated device information. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and an active cord were used during a polypectomy procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the console output power was low. The procedure was completed with another endostat ii electrosurgical unit and active cord. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).